Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2021. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2465947: manufacturing date june 16-21, 2019. The expiration date for the batch is jun 16, 2022. Batch 2451938: manufacturing date is june 08-13, 2019. The expiration date is jun 08, 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? The lot# is 84ybd00021. Are pictures of the damaged device available? There were no pictures taken of the damaged device and none are available.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and a fibrin sealant preparation device was used. No adverse patient consequences were reported. The surgical tech could not remove the tip of the device in order to attach the accessory tip. Several attempts were made but tip was stuck. The procedure was completed with a like product. Additional information was requested.